Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the arm on (B)(6) 2023. Date of event is an approximation. The patient the patient experienced a ¿???¿ or hourglass for over 3 hours which occurred 1 day after the sensor had been inserted into the arm. On (B)(6) 2023, according to the patient she started to feel unwell right after sensor error occurred. The patient experienced dizziness and fell over due to being unstable because of this. Due to how fast the symptoms occurred, the patient did not have time to take a fingerstick. The patient managed to get up and drink an apple juice and felt better after 20 minutes. No blood glucose readings were taken at any point during the event. Due to the fall, the patient hit her head on the floor and had a swollen bump on her head. She went to the healthcare provider surgery (not to the hospital) to have this checked out in case treatment was needed because of this. The patient did not report that any treatment was received for the bump on the head. At the time of the report, the patient felt better. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.